Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when attempting to connect the chronic right ventricular (rv) lead to a new implantable cardioverter defibrillator (ICD) the rv coil exhibited high impedance. The superior vena cava (svc) coil measured "none." It was suspected that the rv coil had fractured. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: full analysis cannot be completed at this time due to pending litigation. The proximal segment of the lead was returned and analyzed. The rv (right ventricular) defibrillation coil was fractured.